Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not returned. The customer's complaint of a detached sensor wire was undetermined. A probable cause could not be determined.